Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was tested in accordance to procedure. During the testing, a short in the cable was found which caused a system error. The system error occurred every time the cable was bent at the end closest to the prism. The product was subjected to a leak test. No leaks were detected. In sum, the customer complaint was confirmed. The root cause of the reported failure was traced to a short in the cable. The short was a result of the cable being bent multiple times. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit was unable to produce a picture during a case.